Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was broken inside the eye and was cut to remove it. The rayone toric rao610t was explanted during the original surgery session. The patient underwent a secondary procedure on (B)(4) 2023 to undergo implantation of an alternative iol. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this case was retained by the healthcare facility and has been returned to rayner for evaluation. Product return evaluation is currently pending. There is currently insufficient information/evidence available to determine the cause of the damage to the lens following insertion into the eye. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flapsand closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 073220471.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye the iol was found to be broken necessitating explantation.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye the iol was found to be broken necessitating explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was broken inside the eye and was cut to remove it. The rayone toric rao610t was explanted during the original surgery session. The patient underwent a secondary procedure on (B)(6) 2023 to undergo implantation of an alternative iol. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was not retracted. To facilitate further inspection and testing of the returned product, the injector was disassembled, and it parts were inspected under 10x magnification. This cosmetic inspection did not identify any damage to the plunger or to the injector. Residue of viscoelastic was observed in the chamber. The iol was not included with the return. To facilitate injector testing, it was re-assembled, and a sample of rao600c, +24.0 from rayner stock was loaded and injected as per the IFU. Injection was successful, with no damage to the lens or to the injector post injection. Additionally, a toluidine blue dye test was performed on the injector nozzle. This test did not identify any irregularity in the nozzle coating. While the lens was not included with the return, during product return inspection it has not been possible to confirm the event as reported. Testing performed on the returned injector (test injection, dye test) confirm the device performs as per design. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 073220471. No rayner device fault was found on investigation.